Manufacturer narrative:
Product complaint # : (B)(4). Examination and functional testing of the returned device does not confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Routine inspection of instruments indicated frayed metal on one instrument, and a missing orange insert on a second instrument. Patient consequence? :no.